Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated. The evaluation found no visual or functional defects. The device performed within expected parameters. We have not been able to establish a relationship between the reported event and the device. Potential causes include component failure or kinks, leaks and blockages in the vacuum circuit, the IFU offers further guidance. Our medical investigation concluded: no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The associated risk files contain details relating to harm. However, no harm has been alleged. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the renasys touch applied to a patient alarmed canister full several times despite the fact that the canister was not full. Therapy has been suspended. The device should be shortly taken to the pharmacy for immediate replacement.